Event description:
It was reported that during a non-cardiac surgery where electrocautery was used, the device went to unipolar. The device was reprogrammed back to bipolar and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.